Manufacturer narrative:
This complaint was completed using the incorrect reportability rationale and is no longer reportable. Because the defect was noted prior to use rendering the device unusable, it is not considered a reportable event. This complaint should therefore be disregarded. The following information has been corrected: b.5. Describe event or problem: it was reported that the needle of the insyte-w winged pnk 20ga x 1.16in pierced the catheter prior to use. The following information was provided by the initial reporter: verbatim: the catheter is damaged by the needle. The tubing that is pierced with the needle before use. The tubing that bends in the patient's vein during the examination causing undesirable pressure limits when using injection pumps.

Event description:
It was reported that the needle of the insyte-w winged pnk 20ga x 1.16in pierced the catheter prior to use. The following information was provided by the initial reporter: verbatim: the catheter is damaged by the needle. The tubing that is pierced with the needle before use. The tubing that bends in the patient's vein during the examination causing undesirable pressure limits when using injection pumps.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle of the insyte-w winged pnk 20ga x 1.16in pierced the catheter during use. The following information was provided by the initial reporter: verbatim: the catheter is damaged by the needle. The tubing that is pierced with the needle before use. The tubing that bends in the patient's vein during the examination causing undesirable pressure limits when using injection pumps.